Event description:
A stonetome rx sphincterotome was used during endoscopic sphincterotomy in the intestine duodenum. When there was electrical current through the cutting wire, the pt called for severe pain. The physician claimed this device for electrical leak. The generator was psd 60, olympus. The cut mode was endcut 120w, solidified depth was 3. There were no error messages appeared during the use. When the physician used one of the same prod family device before with the same setting, there was no trouble at that time. The pt was getting well after the treatment. The add'l info from the physician was as follows. "The electrical leakage would be nothing to do with the pain during the procedure, even though the pt had some papilloedema and pancreatitis. He understands that those symptoms can be commonly occurred during endoscopic sphincterotomy". There was no pt complications reported due to the electrical leakage.

Manufacturer narrative:
Electrical leakage. A device history record (DHR) review of lot revealed no related issues to the reported complaint. A lot history search was performed, and found no other complaints against lot. Customer complaint stated that the stonetome device was used during endoscopic sphincterotomy, and when there was electrical current through the cutting wire, the pt called for severe pain. From the prod analysis, it was found that the device functioned as intended - a functional evaluation found that the continuity between the 2-in-1 connector, and the exposed cutting wire were found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire measured approx 14 ohms which meets the cutting resistivity spec of greater than equal to 20 ohms. The length of the exposed cutting wire was within spec of 20 mm +/- 2 mm and the device tip bowed past 90 degrees meeting the 90 degree minimum bowing spec. Based on the event description and add'l info, it appears that the physician initially assumed that the pain to the pt was caused by electrical leakage of the device, but later stated that the pain had nothing to do with the electrical leakage. From the investigation, the customer complaint on electrical leakage could not be confirmed. Though the customer complaint could not be confirmed (no issues with the returned device), the most probable root cause for the customer complaint is undeterminable since the reported complaint could be due to operational context (procedural factors), connection/interface between device - generator - activation cord or generator/settings used in the procedure. The directions for use (dfu) for the stonetome device have clear instructions to the user warning them: any electrosurgical device constitutes a potential electrical hazard to the pt and operator. Ensure that the pt is properly grounded per the electrosurgical generator's instructions. Verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in pt injury, operator injury, a broken cutting wire, and/or damage to the endoscope. Also, the following references are provided in the dfu - for recommendations on current settings for sphincterotomy, refer to monopolar generator's recommended power setting for sphincterotomy. Other references are stated below: "50 to 70 watts". Peter cotton, md and c.b. Williams, m.d., practical gastrointestinal endoscopy, 3rd ed. Oxford: blackwell scientific publications, 1990. "30 to 50 watts". Rama p. Venu and joseph greenen, m.d., techniques in therapeutic endoscopy. W. B saunders company, 1987. "55 to 65 watts". Roger c. Odell, gastroenterology endoscopy. W.b. Saunders company. 1987. A labeling review for this complaint was conducted by reviewing the label and dfu (directions for use): there is no evidence that the device was not used in accordance with the labeling. There is no evidence that the method of use of the device caused or contributed to the event. The risk of electrical hazard is noted within the labeling.